Manufacturer narrative:
Device eval by manufacturer: the returned device was returned with the proximal filter sheathed, distal filter sheathed, distal filter slider #3 bent/kinked. After dissection, the proximal filter was observed with a tear. During functional testing, the distal filter slider #3 got detached. After flushing, the proximal filter was unable to de deployed using proximal filter slider #1. After the cutting the sheath open, a protruding and a detached braid were found in the inner shaft. The proximal filter was found with a hole/tear. X-ray revealed a damaged was observed in the braids of the inner shaft. No other damage was noted.

Event description:
Reportable based on returned device analysis completed on (B)(6) 2022. It was reported that failure to deploy the proximal filter occurred. A sentinel cerebral protection system (cps) was prepared and advanced into position. The proximal filter of the sentinel cps was deployed and then retracted to reposition the device. When attempting to redeploy the proximal filter, the proximal filter was unable to be deployed. The sentinel cps was replaced. No patient complications were reported. However, returned device analysis revealed a torn proximal filter.